Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac. Device was received with no physical damages. The testing revealed and verified the complaint. This was isolated to damage to battery holder when forced in place by moak service manufactures. Action was taken to replace the battery holder. Device then passed all testing.

Event description:
Information received a smiths medical ventilators/pneupac ventilators alarms were not cycling and it was intermittent. No patient adverse events reported.